Event description:
New information provided stated lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular lead.